Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room with phrenic nerve stimulation (pns). Device data was reviewed which revealed a slight increase in the capture threshold and shock impedance measurements from the right ventricular (rv) lead. The physician alleged a rv lead perforation had occurred. Diagnostic imaging was performed however and no obvious rv perforation was seen. It was noted the rv, left ventricular (lv) lead, and the device had been pulled and rotated from the implant site due twiddler's syndrome. The physician elected to reposition the system to resolve the event. The rv lead remains implanted and in service. The patient was stable with no additional adverse consequences.